Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number #1627487-2019-06785. It was reported that during an scs trial implant procedure, a csf leak occurred. The physician was unable to implant the lead. In turn, the procedure was extended for ten minutes wherein the procedure was aborted. Physician plans to refer patient to another healthcare provider. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Device information was unintendedly incorrect in the initial report. This initial reporter information was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Related manufacturer reference number #1627487-2019-06785.

Manufacturer narrative:
Initial reporter was unintendedly excluded in the initial report. This report contains correct information.

Event description:
Related manufacturer reference number #1627487-2019-06785.